Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was activated and continued to engage on its own. The device then generated a small flame. A replacement device was used to complete the procedure. No patient involvement. The hospital will be returning an additional 5 devices of the same lot.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was activated and continued to engage on its own. The device then generated a small flame. A replacement device was used to complete the procedure. No patient involvement. The hospital will be returning an additional 5 devices of the same lot.